Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer. The patient declined further troubleshooting and follow-up from technical support. No additional patient or event information was available.